Manufacturer narrative:
Patient city: (B)(6) patient country: canary islands.

Event description:
Reference number (B)(4) event occurred in the canary islands. It was reported that the patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported infusion set tape was not sticking due to not enough glue. No further information is available.